Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump was damaged. The customer's blood glucose level was unknown. The customer reported that there were scratches on screen which made it difficult to view at times, insulin squirting, unspecified errors, worn on buttons and random no delivery alarms. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device received with button error alarm and had unresponsive act and up buttons due to corroded keypad traces. Unable to perform operating currents, self-test, a21 error test, rewind test, basic occlusion test, occlusion test, prime or a33 test, excessive no delivery test and displacement test or verify no delivery alarm, prime or fill anomaly due to unresponsive button. Device had minor scratched lcd window. (B)(4).